Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that when the lead was unsealed it was bent in the middle so they ¿stopped using it.¿ a new lead was unsealed and the task was finished without any problems. It was noted that the healthcare professional (hcp) did not think it was bent when they unsealed it and so the hcp wanted an investigation into the cause of why it was bent. The hcp thought it was unlikely to be bent when the package was opened. It was noted that the tip of the lead was bent near the bottom of the electrode. The event occurred intra-operatively. Additional information received reported that there were no malfunctions seen and the cause of issue was not determined. The patient was receiving effective therapy with the new lead.